Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed button error. The customer was unable to clear the alarm. No further details were given. The insulin pump will be returned and replaced.

Manufacturer narrative:
No button error alarm noted. However act, esc and b buttons did not respond due to corroded keypad traces.